Event description:
The following has been reported: on start-up, the pump reports error 30-0004 time keeper. It was necessary to replace the motherboard, after replacement the problem disappeared. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.